Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 05/04/2021.

Manufacturer narrative:
Initial reporter first name: initial reporter last name: initial reporter facility name: initial reporter address: should additional relevant information become available, a supplemental report will be submitted. The device was evaluated on site by qualified technician. Upon visual inspection, the qualified technician observed that the supporting bracket and brake were damaged. The reported condition was verified. To resolve the issue, the qualified technician replaced the supporting bracket and brake. Test and troubleshooting was performed and the machine was returned to service. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a prismaflex machine had a cracked supporting bracket and the brake failed. There was no patient injury or medical intervention associated with this event. No additional information is available.